Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vial-mate adapters backflowed. It was further reported the device had "medication go back up into the vial after mixed and transfusing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.